Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: units changed in finding label that do not match the clinical concept. Ivss_mm measurement definition comment>measurement definition label were changed from "interventricular septum dimension at end-systole (length (mmode))> ivss (mm)" to "interventricular septum dimension at end-diastole (length (mmode)) > ivsd (mm)" potential impact: if this was done after reports were generated, the reports generated prior to the unit change will be calculated using the new value leading to potential misdiagnosis. This measurement is part of a formula. Changing the value used in the calculation from systole to diastole (ivss to ivsd) will lead to potential misdiagnosis. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference # z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. (B)(6).

Event description:
Agfa submitted MDR report # 1225058-2010-00001 to the FDA on 06/07/2010 for a site in the us. A 17th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10.